Event description:
It was reported that a balloon rupture occurred. A 3mm x 40mm x 146cm coyote es mr balloon catheter was advance for dilation. During the procedure, the balloon ruptured upon first inflation at 6 atmospheres for 30 seconds. The device was removed without any problem, and the procedure was completed with another of the same device. There was no patient complications noted as a result of this event, and the patient was in good condition after the procedure.